Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well post-operatively. The explanted product was discarded by the facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product was discarded by the facility.